Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker felt that the pocket was hurting. The device was then repositioned to the opposite side. The device remains in service. No additional adverse patient effects were reported.